Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the reported problem of no image was confirmed, caused by a faulty patient board set. In addition, a worn video connector latch caused poor connection with the pigtail connectors. A corroded bottom chassis, an older version of the main switch, and a previous version to the current device software were also discovered. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported that there was no image on the evis exera iii video system center when using a new maj-1430 connector. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely no picture occurred due to a faulty printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.